Event description:
A customer reported that during cataract surgery an ophthalmic surgical console fluidics was disabled with a system message. Procedure was completed without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 2028159-2022-01604. The manufacturer internal reference number is: (B)(4).